Manufacturer narrative:
The spv valve has been returned for eval. Analysis has to be done.

Event description:
The polaris adjustable pressure valve spv was implanted to a pt with a pressure adjusted to 110 mmh2o. Since the pt felt headaches and overdrainage was observed, the dr changed the pressure of the spv to 200 mmh2o after 10 or 15 minutes standing. As the pt's condition was not improved, valve revision was done. The neurosurgeon revised the valve with spv-400 set at 330 mmh2o.